Event description:
It was reported that the patient had a new weakness on the left leg. It was noted also that patients underlying stenosis was the culprit and adding a lead in a narrow space could have contributed. No device malfunction suspected. The patient underwent an explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).